Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v604556, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported battery corrosion with the patient programmer (pp). The pp wouldn't power up. A change in frequency was also reported; the patient was going to the bathroom 3 times in a night. The change in symptoms occurred on (B)(6) 2015. Additional information received from the patient in response to follow-up reported that the change in frequency had not resolved with the replacement pp. The patient had to go to their doctor to have them fix the program. The patient felt certain that they would not have any more problems once that was done. Relevant medical history included urinary dysfunction/sacral nerve stimulation.

Event description:
It was later reported that the battery in her stimulator have to be replaced. The surgery was scheduled for (B)(6) 2015.